Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva). During the procedure, a thrombus was found attached to the ablation catheter. The thrombus was wiped, and the procedure continued and subsequently completed. Activation clotting time (act) was always monitored during the case. The cause of the adverse event is unknown at this stage. The thrombus issue has been assessed as MDR reportable. The patient had not awaken from the day the physician performed the procedure. After examination, a cerebral infarction, due to thrombus was confirmed. The physician¿s commented that because the patient has fabry disease, which caused the thrombus, it could not be concluded that the cause of the thrombus is due to the catheter tip. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva). In the follow up report 1, the device history record was omitted in error and the date of 12/6/2018, in date rec¿d by MFR section of the report was incorrectly reported. The date received by manufacturer field has been updated to 1/4/2019. Additional information was received on 1/4/2019, indicating the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a 77 year male old patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident (cva). Additional information was received 2/11/2019, indicating that three times during the procedure thrombus was found attached to the ablation catheter. The thrombus was wiped and the procedure was completed. An unknown anticoagulant was administered to the patient. Patient¿s outcome was unchanged. Patient has not awakened since the procedure. Extended hospitalization was required as patient remains in a coma. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related as the patient had fabry disease making thrombus formation easy. Therefore, it cannot be concluded that the causality of the event was related to the stsf catheter. The generator was used in power control mode.the activation clotting time (act) was always monitored during the case. Manufacture reference no: (B)(4).